Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for a high out of range pace impedance. A patient initiated interrogation (pii) was performed, and this right ventricular (rv) lead pacing impedance measurement was 2206 ohms. Technical services (ts) was consulted and advised there appears to be a gradual increasing trend the past few months with intermittent spikes, however all within range until last week. Threshold measurements remain stable and consistent. Ts recommended an in-clinic assessment to verify lead integrity. At this time, the device and lead remain in service. No adverse patient effects were reported.